Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that half the touchscreen will suddenly turn black, and only a portion will reappear. Customer's blood glucose level was not impacted. It was indicated that the customer has back up manual injections for continued insulin therapy.